Event description:
It was reported that the patient was implanted in (B)(6) 1997. The patient stated he had to have the ins replaced after 4 months due to not being able to shut stimulation off because he was in so much pain. It was reported that the patient had such a bad infection that it ate part of his bone, messed up his spinal cord, spinal fluid was leaking out of his back, and his body turned red due to the hcp giving him the strongest antibiotic possible. The patient stated the hcp barely stopped the infection before it reached his brain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3587a lot# l43282 implanted: (B)(6) 1997 explanted: unk; extension model 7495-51 serial# (B)(4) implanted: (B)(6) 1997 explanted: unk; programmer model 7434-e serial# (B)(4).